Event description:
Related manufacturer reference number: 3006705815-2022-14776. It was reported that diagnostics showed high impedance on one of the leads. X-rays confirmed lead migration and possible fracture. A manufacturer representative was able to reprogram the patient using the other lead. Reportedly, patient has effective therapy post programming.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.